Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During a total hip arthroplasty, a # 5 accolade ii stem was dropped on the sterile field. The scrub passed the stem to dr. D. D. To be implanted. Dr. D. States, "this stem is brown on the ha coating circumferentially." He refused to implant the stem and requested it to be sent back to stryker for evaluation. A new # 5 accolade stem was opened and implanted without incident.

Manufacturer narrative:
An event regarding the appearance of discolored ha coating of a accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device was carried out. This noted the ha coating section of the stem looked tan in colour. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced conclusions: an nc was raised to investigate the event. The investigation concluded the device was not manufactured to specifications.

Event description:
During a total hip arthroplasty, a # 5 accolade ii stem was dropped on the sterile field. The scrub passed the stem to dr. (B)(6). To be implanted. Dr. (B)(6) states, "this stem is brown on the ha coating circumferentially." He refused to implant the stem and requested it to be sent back to stryker for evaluation. A new # 5 accolade stem was opened and implanted without incident.